Event description:
Boston scientific has become aware of the following event: broken shaft, monorail segment of catheter broke inside the lad; physician was able to snare it out with no patient complications. Completed the case with a new atlantis sr pro.